Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02010. It was reported the patient experienced lack of coverage due to lead migration. Additionally, the patient was not getting adequate coverage on the second lead as well. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, adequate coverage was confirmed post op. Investigation was unable to determine which of the leads migrated and which was not providing adequate coverage.